Event description:
It was reported that during a da vinci-assisted single anastomosis duodeno-ileal bypass with sleeve gastrectomy (saai-s) procedure, the sureform 60 stapler instrument fired a sureform 60 white reload and did not adequately seal tissue. This was observed when the surgeon was reviewing staple lines and noted oozing from the final staple line of the sleeve element of the procedure. The surgeon placed clips to the anatomy to prevent further staple line oozing. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no new information has been obtained.

Manufacturer narrative:
The sureform 60 stapler instrument and sureform 60 white reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the sureform 60 stapler instrument was installed on the system 11 times and fired 10 sureform 60 reloads (1 green, 3 blue, 1 white, 2 blue, 3 white, in that order). On installs 1 and 3, the first clamps were successful, and the firings were each completed with 2 pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 3 pauses for compression. On installs 4, 7, and 11, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp was successful, but was followed by a firing failure. The firing stopped after 4 pauses for compression. On installs 6 and 8, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 9, a white reload was installed, however no clamping or firing was attempted. On install 10, the first clamp was successful, and the firing was completed with 5 pauses for compression. After the 11th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the system logs.